Event description:
It was reported that there were no audible alarms. No additional information.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure and front cover. Bad speaker on printed circuit board (pcb). Noisy pump and cracked tank cover. Functional testing found the speaker produced no sound. Replaced the pump, printed circuit board (pcb), enclosure, tank cover, plate clip, pole clamp, and front cover. Device passed all functional testing. The root cause of the reported issue was found to be component failure.